Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 18mmx50cm 2d interlock coil was selected for embolization of a splenic aneurysm. During the procedure, the coil was connected and pushed a third of the coil through the microcatheter, but it could not be pushed further, and could not be recaptured. It was noted that the coil became stuck and protruded from the catheter tip when removed. The coil and the microcatheter were simply pulled out together and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 18mmx50cm 2d interlock coil was selected for embolization of a splenic aneurysm. During the procedure, the coil was connected and pushed a third of the coil through the microcatheter, but it could not be pushed further, and could not be recaptured. It was noted that the coil became stuck and protruded from the catheter tip when removed. The coil and the microcatheter were simply pulled out together and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Correction to bsc aware date: updated from 05/24/2021 to 05/19/2021.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Only the pusher wire was returned for this complaint. The pusher wire was visually inspected, and it was found kinked. No more damages were found in the device. Microscopic inspection of the pusher wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the pusher wire was performed and the measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the coil protruded in the catheter's tip during removal. A 18mmx50cm 2d interlock coil was selected for embolization of a splenic aneurysm. During the procedure, the coil was connected and pushed a third of the coil through the microcatheter, but it could not be pushed further, and could not be recaptured. It was noted that the coil became stuck and protruded from the catheter tip when removed. The coil and the microcatheter were simply pulled out together and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.